Event description:
Health care facility in (B) (6) reported that a patient in the ICU had a central venous catheter in subclavian vein where a tegaderm chg dressing was applied after insertion of the catheter. The facility reported that they noticed redness of the skin through the dressing on the 5th day after application. The dressing was removed immediately. Facility reported that after removal of the dressing, the ICU team noticed abrasion of the skin and described the exudate in the wound as a puss. The dressing was discontinued, catheter was removed, and the skin site was cleaned with saline then povidone iodine (polodyna) was used for 3 hours and then wound was left uncovered. Microbiological swab was taken from the wound- the result was negative- no bacteria growth.

Manufacturer narrative:
Product record review was completed. Device not provided to manufacturer for evaluation. Complaint type will be monitored.